Manufacturer narrative:
The device has not been received to date. The customer had cancelled the request and will not be returning the unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
As a customer prepared for use, a b30(scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the subject device does not have defects and the phenomenon was attributed to a defective probe. The cause of the defect could not be identified since further information was not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.